Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer inquires information on the error 120.4490, for the 8015 device. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes . Case resolution: customer inquiring information on the error 120.4490, for the 8015 device. Explained and assisted customer to identify problematic fault of the error code 120.4490. Customer inquired the part number for the up power supply board assembly (tc10006929). Transfer customer to com for assistance with pricing to order. End call.